Event description:
It was reported that deflation failure occurred. A 12.0 x 60, 75cm mustang balloon catheter was selected for use. However, during the procedure, the balloon would not deflate. The physician tried to switch to a 10ml syringe to deflate but it was unsuccessful. The balloon was inflated again and then was able to be deflated. The device was removed and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that deflation failure occurred. A 12.0 x 60, 75cm mustang balloon catheter was selected for use. However, during the procedure, the balloon would not deflate. The physician tried to switch to a 10ml syringe to deflate but it was unsuccessful. The balloon was inflated again and then was able to be deflated. The device was removed and the procedure was completed. There were no patient complications reported. It was further reported that the target lesion was located in the non-tortuous and non-calcified superior vena cava. The balloon was inflated to rated burst pressure several attempts before it was able to be deflated.